Event description:
V-care large uterine manipulator opened didn't work and didn't stay open for surgeon. Device not working properly with balloon inflated. No pt harm and no delay in the procedure. FDA safety report ID# (B)(4).